Manufacturer narrative:
Patient's weight unavailable. Device lot number, expiration date unavailable. Device manufacture date unavailable because lot number unavailable. The component code and health effect impact code (heic) field was intentionally left blank. A supplemental MDR to follow upon availability to enter component code and heic codes.

Event description:
A philips representative, not present at the procedure, was informed on 23 apr 2021 of a lead extraction procedure that commenced on (B)(6) 2021. Although the manufacturer was informed that the extraction indication was a non functioning lead and it is known there was a right atrial (ra) and right ventricular (rv) lead present in the patient''s body, it is unknown if just the ra or if both the ra and rv leads were to be extracted. Additional procedure detail has been requested. A spectranetics lead locking device (lld) was inserted into the ra lead to provide traction to the lead during the procedure. The physician also chose to use a spectranetics 16f glidelight laser sheath to aid in extraction. Using the glidelight device, the physician was able to advance to the ra and the ra lead was then removed with traction. However, at that time the patient''s blood pressure significantly dropped. Rescue efforts began immediately, including a rescue balloon and sternotomy. A 3cm tear was discovered at the superior vena cava (svc)/ra junction. The repair was successful and the patient survived the procedure. There is no alleged malfunction of any spectranetics devices in use during the procedure. This report is being submitted due to the glidelight device present and in use in the area of injury.

Manufacturer narrative:
H6): added codes: 4755, 4619, and 4621. On 26 may 2021, the philips representative provided the manufacturer with additional information about the procedure: it was confirmed that both the right atrial and right ventricular leads were removed in the procedure. In addition, the following lead information was obtained: 1) the right atrial lead was a pacing lead, st. Jude medical optisense, model 1999-52. 2) the right ventricular lead was a pacing lead, st. Jude medical durata, model 7120q-58.